Manufacturer narrative:
The unit was requested back for eval but has not yet been received.

Event description:
Nellcor puritan bennett received a report from a biomedical engineeer that the unit did not provide an audio tone following the speaker upgrade (z-0664-05). There was no pt harm reported.